Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they are experiencing intermittent light-headedness. The patient stated that their atrial flutter "confuses" the implantable pulse generator (ipg) and the ipg is pacing incorrectly. The ipg remains in use. No further patient complications have been reported as a result of this event.